Manufacturer narrative:
H6. Medical device problem code of ¿appropriate term/code not available (a27)¿ represents¿ "catheter replacement due to system test¿. The device evaluation was completed on 10-nov-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax and the pebax broken. A magnetic sensor functionality test was performed and the device was visualized and recognized correctly. No magnetic issues were observed. The root cause of the damage on the pebax could be related to the handling since in the process there are control inspection points to avoid this kind of issue; however, this could not be conclusively determined. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The magnetic error reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified the pebax broken. Initially it was reported that a magnetic sensor error 105 appeared on the carto 3 system when the qdot micro catheter was connected but outside of the patient. The cable and catheter were exchanged simultaneously without resolution. A third catheter was opened and then put in the patient. Mapping started and no error for about 10 minutes then 105 returned. A fourth catheter was opened and no error appeared for the remainder of the procedure. The call was placed after the case. The caller stated they will reboot the carto 3 and ngen systems and exchange the tx eco dongle before the next case. Update provided stating after switching the tx eco cable between cases, there were no issues in the following case. It is believed that this tx eco cable was faulty. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-nov-2023 there was reddish material inside the pebax and the pebax was broken. This event was originally considered non-reportable, however, bwi became aware of the pebax broken on 10-nov-2023 and have assessed this returned condition as reportable.